Event description:
A healthcare professional reported a placement failure during an intraocular lens (iol) implantation procedure. The failure occurred due to a broken haptic of the implant. No impact to the patient. Additional information was requested.

Manufacturer narrative:
The product was not returned for analysis; the lens was discarded. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).